Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6935m implantable tachy lead 2013 -(B)(6); 4568 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
During device upgrade from implantable pulse generator (ipg) to implantable cardioverter defibrillator (ICD), it was reported that the right atrial (ra) lead exhibited lower impedance when connected to the new ICD. Sensing and threshold were stable and lead function was deemed appropriate. No patient complications have been reported as a result of this event.